Event description:
During post-operative f/u exam in physician's office, it was identified via xray that the tip of the double armed suture needle, used in repair of the acl of the knee, was retained in the tissue. Initial surgery was performed on (B)(6) 2015. The broken tip was retrieved without incident on (B)(6) 2015 which was approx 11/16ths of an inch in length. Vendor has been notified.